Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable caused for discolored light guide lens glue traced to component failure. However, a definitive root cause for foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign material was observed on the duodenovideoscope¿s light-guide rod lens, along with discoloration of the light-guide lens adhesive. There were no reports of patient involvement.